Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and a device evaluation. Updated fields: d9, g2, h2, h3, h6 and h11. Corrected field: e1. The device was returned to olympus for inspection and the reported failure was confirmed. Device inspection found error e433 caused by a defect in the generator board. Based on the results of the investigation, the most probable cause of the reported issue is traced to expected or random component failure without any design or manufacturing issue due to degradation problem identified. A root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported the electrosurgical generator esg-400 displayed an e433 error on the screen. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.